Manufacturer narrative:
The damage found was sustained during procedure. The device was otherwise normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that an implantable cardioverter defibrillator's (ICD) setscrew would not tighten enough to attach two leads during an implantation procedure. A tug test confirmed that the leads were not secured to the device. Physician attempted to attach the leads again, but the setscrew would not advance at all. ICD was exchanged for another and procedure was able to be successfully completed. Patient had no consequences as a result of this event and was stable after the procedure.